Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited phrenic nerve stimulation, causing the patient discomfort. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.